Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #3) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #3). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and bard/davol perfix plug (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol soft mesh device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh or two (2) unspecified bard/davol perfix plug (device #1 and device #2) or an unspecified sepramesh ip (device #3) on (B)(6) 2017 or (B)(6) 2018 or (B)(6) 2019 . It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against two (2) bard/davol perfix plug (device #1 and device #2) and the sepramesh ip (device #3). As reported, the attorney alleges patient experienced emotional distress and the device was defective.